Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional testing and an event history log review. The visual inspection verified the report of a damaged power cord and the cord was replaced to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.